Manufacturer narrative:
Follow-up #1: date of submission 01/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/23/2015 with the following findings. On investigation, the alleged power issue was not verified in the black box or duplicated in the evaluation. Review of black box history did not find any unexplainable power-on-reset events. A couple of battery compartment cracks were found, one running from the threads to the grip pad and down to the case seal and another crack above the grip pad in the threads. The returned battery cap was able to maintain electrical contact in spite of the damaged compartment threads. The pump powered up to the verify screen with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and no anomalies were found with the power circuit. Unrelated to the power complaint, the display was found to be dim and discolored. A pump casing crack was found near the lower right corner of the display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.